Event description:
It was reported that the patient was frequently charging the ipg and it would take longer for it to get a full charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg and it would take longer for it to get a full charge. The patient underwent an ipg replacement procedure.